Event description:
It was reported that the user observed three dashes for glucose readings on the ilet interface while using a dexcom g7, indicating temporary loss of displayed data, and during the call the representative confirmed that glucose values were visible and provided education and troubleshooting regarding signal loss. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms, no impact to blood glucose, and no need for medical care. Investigation included review of device performance during the call and user education on signal-loss behavior. Investigation of this case revealed transient display unavailability associated with signal loss, with normal glucose data subsequently visible and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface behavior due to intermittent communication interruption without a persistent device failure.